Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. During troubleshooting with tandem technical support, the customer stated that the cartridge was leaking; however, after cleaning off the area, it was determined that there is a possibility that it was just leftover water on the cartridge. There was no reported impact to the customer's blood glucose level.